Event description:
During the procedure it was noted that the lumen of the wire had a common lumen with the balloon. As the physician attempted to flush the wire the balloon lumen inflated. Device was removed and replaced. The device is being returned for co analysis.